Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unlisted date. The cause of death was the customer was found unresponsive and unable to be revived. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was reading high over 600 mg/dl at the time of admission. The caller stated the customer was wearing the insulin pump at the time of death, as the pump was suspended shortly before they passed. The customer was not using sensors. The caller declined to return the insulin pump for analysis until they find the meter and perform a pump upload.